Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: endometrium"), endometritis ("chronic endometritis") and pelvic pain ("pain") in a 47-year-old female patient who had essure (batch no. 789037) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "both essure coils I left tube". The patient's concurrent conditions included thyroid disorder. Concomitant products included levothyroxine and metformin. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)), surgery (total laparoscopic hysterectomy with bilateral salpingectomy) and surgery (surgery to remove the essure implant/uncomplicated total laparoscopic hysterectomy, bilateral salpin). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, endometritis, pelvic pain, infection, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered device expulsion, endometritis, infection, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 4-oct-2011: the right tube was still noted to be patent concerning the injuries reported in this case, the following one was reported via medical records:endometritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2018: quality-safety evaluation of product technical problem update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: endometrium"), endometritis ("chronic endometritis") and pelvic pain ("pain") in a 47-year-old female patient who had essure (batch no. 789037, 838568) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "both essure coils I left tube". The patient's concurrent conditions included thyroid disorder. Concomitant products included levothyroxine and metformin. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)), surgery (total laparoscopic hysterectomy with bilateral salpingectomy) and surgery (surgery to remove the essure implant/uncomplicated total laparoscopic hysterectomy, bilateral salpin). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, pelvic pain, infection and vaginal haemorrhage outcome was unknown. The reporter considered device expulsion, endometritis, infection, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2016; (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: the right tube was still noted to be patent. Concerning the injuries reported in this case, the following one was reported via medical records:endometritis. Most recent follow-up information incorporated above includes: on 21-jun-2018: pfs and medical record received: reporter information, other relevant history, lab data, concomitant drugs and events: migration of essure device location of device: endometrium,both essure coils in left tube, abnormal bleeding (vaginal), menorrhagi were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tubes'), device expulsion ('migration of essure device location of device: endometrium'), endometritis ('chronic endometritis') and pelvic pain ('pain') in a 47-year-old female patient who had essure (batch no. 789037, 838568) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "both essure coils I left tube". The patient's concurrent conditions included thyroid disorder. Concomitant products included levothyroxine and metformin. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy(full) salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device expulsion, endometritis, pelvic pain, infection, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered device expulsion, dysmenorrhoea, endometritis, fallopian tube perforation, infection, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2016. Patient received treatment for dysmenorrhea (cramping), perforation fallopian tubes, menorrhagia, dysmenorrhea. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: the right tube was still noted to be patent. Concerning the injuries reported in this case, the following one was reported via medical records:endometritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received new event added perforation fallopian tubes, dysmenorrhea (cramping). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and infection ("infections"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and infection outcome was unknown. The reporter considered infection and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.